Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided photo showed a wet product with the product label visible. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that immediately after connecting a patient with a polyflux 17l for treatment, an external fluid leak from header was observed. The patient lost 20ml of blood. Treatment was stopped and a new set was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.